Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause was not chosen due to a lack of information. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not completed due to a lack of information. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was generally defective. Patient did not have the packaging. Per additional information received via phone on 29jun2023, stated that the customer received a replacement catheter.

Event description:
It was reported that the foley catheter was generally defective. Patient does not have the packaging. Per additional information received via phone on (B)(6) 2023, stated that the customer received a replacement catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.